Event description:
Same as manufactor# 6000089-2005-290 during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion ws predilated with a 2.5 x 15 crossail balloon. After predilator the physician attemptd to perform a kissing technique with a taxus express2 2.5 x 20 and 3.0 x 20 mm drug eluting stents through a 7fr ebu guide. However, the taxus stents was unable to cross the lesion. Consequently, the stent was never deployed. The physician then attempted to retract the stents back into the guide catheter, however, encountered resistance. Upon removal of the taxus stents from the patient's body stent damage was noticed. The procedure was successfully completed using a 3.0 x 8 mm cypher stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".